Manufacturer narrative:
The device memory was reviewed and the low voltage fault was confirmed. The fault was declared on (B)(6) 2012. There were no other suspicious faults or resets stored within the device memory and therapy was not affected. Since the device hardware is not detecting the loss of battery voltage, thus causing inaccurate battery status indicators, this is the reason for the fault and a replacement was recommended. Boston scientific technical services (ts) requested the device be returned for laboratory analysis as soon as it's replaced. Upon return and completion from analysis, this report will be updated.

Manufacturer narrative:
Approximately two months later, the device was returned for analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that during a routine office appointment, upon interrogation, a fault code was displayed indicating the battery voltage was too low for the projected remaining capacity. The device is scheduled for replacement. No adverse patient effects were reported.